Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that the exposure was not possible. The remote alert indicated exposure not possible, image disk full error. The rse checked the log files, which indicated to recreate the image store frontal. To resolve the issue, rse recreated the image store frontal and advised the user to restart the system. After which the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that exposure was not possible due to image disk full error messages. There was no reported patient or user harm. Philips has started an investigation of this complaint.